Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reset the connections of main board, solenoid driver board & front end board found the machine is working ok. Performed all clinical tests. All tests passed. Equipment was returned to the customer in good working condition.

Event description:
N/a

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was not filling. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is metro institute of medical sciences

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.